Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: enveor-n, lot 0008589534, use by date 2018-04-19, (B)(4). Product ID: evolutr-34, serial unknown, use by date unknown, UDI asku. Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the capsule fully closed. The handle was intact. The deployment knob was intact. The tip-retrieval mechanism was intact. On attempted retraction of the capsule via the rotation of the deployment knob, the capsule did retract with greater force than expected, this extra force required to deploy the capsule is because there was damage observed on the screw gear threading. Several voids were observed over the nitinol reinforcing frame from the end - section to the distal end of the capsule. The distal edge of the capsule sat flush against the catheter tip when fully advanced. The inner member was covered in blood residue when the capsule was initially deployed for decontamination. The inner member shaft and spindle hub was intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. A severe kink was observed at the mid-section of the stability shaft. The kink appeared to be the result of a twisting effect of the shaft. Two holes were observed near the kink at the proximal end of the stability shaft. The two holes were directly facing each other on the shaft. The valves remain implanted, therefore no valve analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, when attempting to deploy the valve, it dislodged into the sinus of valsalva on the left coronary cusp side due to difficult patient anatomy. During resheathing of the valve, the delivery catheter system (dcs) made a clicking sound from the handle when rotating the wheel against the direction of the arrows and the valve could not be fully resheathed. The valve was stuck in the capsule which was halfway closed. Attempts to further open or close the capsule were initially unsuccessful. The system was pulled back in the descending aorta where the valve was fully deployed using the catheter's fast release button. Another 34 mm valve was implanted but due to the difficult patient anatomy, the implantation resulted in severe paravalvular leak (pvl). There were no additional 34 mm valves available. A 29 mm non-medtronic valve was successfully implanted valve-in-valve. Transfemoral access was used for the procedure. The patient anatomy was reported to have almost no calcium and a large annulus (29.9 mm with perimeter of 95.1 mm). No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The delivery catheter system (dcs) was returned to medtronic for analysis. Voids observed on the capsule indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Damage was observed on the screw gear thread indicating increased forces on the handle which may cause the threading of the screw gear to become worn and damaged. As the handle is turned, instead of the slider tooth following the thread in the screw gear, the force in the system could push the slider tooth over the top of the screw gear thread, and this may be accompanied by a clicking sound. High forces typically occur due to a misloaded valve. Damage observed on the dcs shaft indicates torquing of the dcs. Holes observed on the shaft indicate that the spine wire of the dcs broke and may have protruded though the shaft. Historically, torquing or manipulation of the dcs against the spine wires by the user may cause the spine wire to break. Spine wire break is consistent with the reported information that attempts to further open or close the capsule were unsuccessful. When the spine wire breaks the force from the handle is not transmitted to the capsule. The device instructions for use (IFU) instructs the user not to rotate the dcs as it is being advanced and if a misload is detected, the catheter must be replaced with a new one. It is not known if the initial misloads and continued use to the dcs may have contributed to this event. Based on the limited information available, and without the fluoroscopic load check for the review, the cause of the reported event and dcs damage cannot be conclusively confirmed. Paravalvular leak (pvl) can be caused by valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the pvl was due to the difficult patient anatomy. There were no findings to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.